Event description:
It was reported to manufacturer via clinic notes that a vns patient's seizures had become more frequent. Their vns device is not at end of battery life and has been implanted for over 6 years. The patient is being referred for a prophylactic replacement of their generator on (B) (6) 2001. It is unknown after good faith attempts have been made the relationship of their increased seizures to their baseline seizure rate and unknown relationship to their vns. Good faith attempts will be made for the product to be returned for product analysis.